Manufacturer narrative:
Follow-up #1: date of submission 16-may-2019 device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: a review of the black box showed reboots had occurred. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. The battery compartment was cracked alongside of the pump, and the battery cap was stripped. The battery cap was unable to maintain an electrical connection. The alleged power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 27.0mmol/l, with polyuria, extreme drowsiness, nausea, and vomiting, associated with an alleged power issue. Reportedly, the patient resumed pump use after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery cap was unable to tighten, the battery cap yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.